Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The manufacturing record and the shipping inspection record of the actual product showed no anomalies. No other similar reports of the product with the product code/lot number involved were found in past complaint files.

Event description:
The user facility reported an oxygenator issue with the device involved.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccp. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing and shipping inspection records of the actual product showed no anomalies. Review of past complaint files revealed no other similar reports involving the product with the specified product code/lot number. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.